Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient tested with a coaguchek xs meter (serial number unknown). A sample from the patient was tested using the meter, resulting with a value of 3.4 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.8 inr.